Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's investigation and correction to h4. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the no image was the ultrasonic image could not be rendered normally because the ultrasonic medium inside the sheath leaked out due to the occurrence of a hole in the sheath at the tip. The ultrasonic wave could not be transmitted normally. Olympus will continue to monitor field performance for this device.

Manufacturer narrative:
The subject device was received and evaluated. Visual inspection of the device appearance, it was confirmed by hand that the upper part of the probe was broken. Furthermore, device evaluation found image was not displayed, leakage and breakage of device insertion tube was observed. The customer reported issue was confirmed. Investigation is ongoing. This report will be supplemented accordingly following investigation.

Event description:
It was reported that during examination ( unspecified procedure) with a bronchoscope, the ultrasound image was not displayed from the beginning of the examination, and the image was not displayed even after multiple replacements. The intended procedure was completed using a similar device with no patient harm or injury reported due to the event. No user injury reported. Device return evaluation found image was not displayed, damage, leakage in the insertion tube was observed. This report being submitted due to the finding of damage, leakage in insertion tube identified during the device evaluation.